Event description:
It was reported following a CT which identified a subarachnoid hemorrhage, an external ventricular drain was placed. The patient then underwent cerebral angiography using an ultimum introducer. The decision was made to proceed with aneurysmatic embolization; a cords envoy guiding catheter was inserted into the ultimum introducer. While trying to advance the guiding catheter, there was sudden spurting of blood from the puncture site. It was noted the ultimum hub had separated from sheath; the section could not be recovered through the puncture site using a forceps. A vascular surgeon was called and the section was successfully removed. The emolization procedure was completed via arterial access in the opposite groin. The patient reportedly fell into a coma.